Event description:
It was reported that the patient presented in clinic due to erosion on the insertable cardiac monitor (icm). The physician elected to explant and replace the icm. The patient was in stable condition.